Event description:
Right ventricular lead impedance has increased by over 30%. Patient experienced chest pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).